Event description:
Reportedly this stent was being used in the highly calcified left proximal sfa. On deployment saw stent had compressed. Pt was converted to surgery for an endarterectomy due to reported lack of blood flow. Surgeon doesn't know if due to stent. Device was reportedly being used in the sfa, however, the directions for use state that it is intended for use in the biliary tree.